Event description:
It was reported by a customer that during the middle of a procedure on (B)(6) 2011 error message codes 223, 302.13, and 202.11 were received from the laser system. Per the customer, the laser was rebooted and error message codes 831, 216 and 850 appeared. The customer canceled the procedure. No patient injuries were reported.